Event description:
A 12mm hasson trocar for laparoscopic davinci cases fractured. The shaft of the trocar fractured while it was inside of the patient. The tip of the trocar broke off into three pieces. All three pieces of the trocar were retrieved from the patient.======================manufacturer response for 12mm x 150mm hasson trocar, patton trocar (per site reporter).======================reported by or.